Manufacturer narrative:
This report is submitted on nov 4, 2021.

Event description:
Per the patient, he experienced an infection (unknown if it is device related). Resulting in the device being explanted in (B)(6) 2021 (exact date unknown). It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.